Manufacturer narrative:
(B)(4).

Event description:
The customer reports the ars (syringe) was leaking during use.

Manufacturer narrative:
(B)(4). The customer returned an arrow raulerson syringe (ars) for investigation. No defects or anomalies were identified with the ars during visual inspection. A vacuum leak test was performed on the ars per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it snapped back to its original position. The ars passes the test if the plunger returns to its original position, therefore, the sample passed the vacuum leak inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded and the plunger was pushed into the barrel. Resistance was felt but the plunger body was be able to move to the bottom of the syringe, therefore, the sample failed the push leak test. A lab inventory introducer needle was attached to the syringe and water was aspirated into the ars. Water filled the syringe with minimal air bubbles entering. The connection between the components was secure. A device history record review was performed on the ars and no relevant manufacturing issues were identified. The report that the ars leaked was confirmed through functional testing of the returned sample. The ars passed the vacuum leak test but failed the push leak test. A device history record review was performed on the ars and no relevant findings were identified. Based on the information and sample provided the probable cause of this issue is manufacturing related. A CAPA has been initiated to further investigate this complaint issue.

Event description:
The customer reports the ars (syringe) was leaking during use.